Event description:
We have received information about a potential incident and would like to inform you about it. It was reported, the device turned off during therapy. The manufacturer has not received any information about any harm from patients, users or third parties. We are currently working to gather further information about this potential incident.

Manufacturer narrative:
Country of incident: germany.